Event description:
It was reported that this right ventricular (rv) lead dislodged five days after implant and was replaced with same model. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.